Event description:
The event is reported as: while attempting to remove the guide wire from the catheter after insertion, the wire broke into two pieces. The broken wire was left in the catheter that was inside the patient. No pt injury reported.

Manufacturer narrative:
Device has not been received by the MFR at time of this report. A f/u investigation report will be sent when completed.